Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the data presented in this article reports that two patients sustained disruption of their extensor mechanism and required further surgery for repair. Per the article, "one patient experienced a periprosthetic fracture of the proximal tibia after implantation, which was treated by open reduction and internal fixation with a proximal tibial locking plate 2 weeks after the index procedure." Without clinically relevant patient-specific supporting documentation. Therefore, a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that in a clinical observation of "guided-motion hinged knee replacement prosthesis: early survival rate and postoperative patient function and satisfaction" it was documented on the paper legion hk hinge knee replacement prosthesis (smith & nephew) was implanted to 38 patients. A patient sustained disruption of his extensor mechanism and required further surgery for repair.